Event description:
An operating room coordinator reported that a filtration device did not drain. The event was described as if the lumen was obstructed and fluid did not come out of the device. The surgeon cleaned the viscoelastic and put serum in the filtration device, however, it remained obstructed. The device was removed and replaced during the same surgery. Several attempts have been made to obtain add'l info, but no further details have been rec'd to date.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Several attempts have been made to obtain add'l info, but no further details have been rec'd to date. (B)(4).